Event description:
It was reported that the right ventricular lead exhibited high impedance, high capture thresholds, oversensing noise and inappropriate shock. The lead was successfully repositioned. The patient was in stable condition.